Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parents reported that the child's hearing performance with the device was affected. A high ground path impedance (gpi) value was noted. The recipient has been re-implanted with a new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the child was not vocalizing as much. On follow-up, a high ground path impedance (gpi) was noted. Re-implantation is considered.